Event description:
The patient was revised on (B)(6) 2022 following the initial surgery on (B)(6) 2022 due to dislocation. The surgeon explanted glenoid baseplate (24), centered glenosphere (40), humeral cup (40/9), standard screw (40mm) and 2 locking screws (20mm and 40 mm each). The surgeon implanted glenoid baseplate (24), centered glenosphere (40), humeral cup (40/6), a central screw (14mm), 2 standard screws (20mm and 35 mm each) and 2 locking screws (30mm and 40 mm each).